Event description:
It was reported that the patient received an inappropriate shock from the device due to the device settings not appropriately discriminating the rhythm to withhold therapy. The device detection settings were going to be reprogrammed. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This device was included in a field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 5076 implantable pacing lead 2009-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.